Manufacturer narrative:
Follow-up 4/13/2016: customer reported that bg levels are "fine" and that they will contact their health care provider to discuss pump settings soon. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose levels between 40-276 (mg/dl) after starting pump therapy. Manual injections and correction boluses were delivered to address elevated bg levels. After delivering a correction bolus, customer subsequently experienced a low bg level. Juice was consumed to address low bg levels. System check with tandem technical support indicated the pump was performing as expected. Reportedly, customer transferred settings from a non-tandem pump to their tandem pump. Recommendation was made to consult with their health care provider for proper pump setting adjustment and diabetes management.